Event description:
The barcode scanner on the ortho summit sample handling system misread the sample barcode. A barcode misread could result in a sample from one pt being misinterpreted for another. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
Customer did not request service activity. Customer technical services reviewed the customer's data files. Investigation indicates that the customer is not using an optimal barcode symbology and system setting. The customer has been informed of the results of the investigation.